Event description:
Technician performed a bioassay following the administration of iodine 131 the day before. After entering the bioassay menu and accessing name, got an "illegal function call" error which would not allow access to perform bioassay, and would also not allow access to previous directory of bioassay results.